Event description:
It was reported that during a procedure, the healicoil anchor was not able to screw into the pilot hole. The procedure was resumed using an equivalent s+n back-up. It is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Internal complaint reference (B)(4). H11: b5 and h6: event description and codes.

Event description:
It was reported that during a procedure, the healicoil anchor was not able to screw, the thread of the anchor was broken when screwing into the pilot hole. The procedure was resumed after a non-significant delay using an equivalent s+n back-up. The back up device was used in an additional bone hole, no voids were left in the patient. The instrument to prepare the insertion site was a 3.8mm golden awl, followed by 5.5mm healicoil dilator and the insertion site was cleared of all debris prior to the insertion. No further complications were reported. Patient was discharged.

Manufacturer narrative:
Internal complaint reference: (B)(4). H11 h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The distal anchor and distal plug were not returned. The proximal anchor was returned on the device with no visible defect. The insertion device has no visible defect other than bio debris inside the tube and on the anchor. A functional evaluation showed the black (1) most proximal knob will not rotate the distal anchor/plug rod nor move it forward or back. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force on the device, excessive torque on the device, off-axis insertion, or an inadvertent impact event inconsistent with normal use). Based on this investigation, the need for corrective action is not indicated.